Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable events occurred due to a short circuit in the power supply cable of the image sensor unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the scope had a bad image. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were found: scope had no image, a b30 error (scope communication error) and a loss of scope ID data. There were no reports of harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device evaluation found that the entire screen became black and showed no images. In addition the device evaluation also found that there was a b30 error (scope communication error) and that the scope ID data was lost. The device evaluation also noted that there was air/water leakage due to damage on the universal cord and the angle wire was stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.